Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was poorly placed. Also, the patient had failed defibrillation threshold (dft) testing. Therefore, the patient underwent an explant procedure on (B)(6) 2020. The right ventricular lead was explanted. A new right ventricular lead was placed. The patient was stable post procedure.